Event description:
Reportedly, during device follow-up, oversensing episodes were reviewed from device memory. Reportedly, these episodes were correlated with diaphragmatic stimulation depending on the pt's activities.

Manufacturer narrative:
In 2010: this event concerns a device that was manufactured and used outside the united states. H6 - method (other): device follow-up files were analysed. In response to the warning letter that the united states food and drug administration issued to ela medical (2009), ela is filing this MDR at this time.